Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: a review the black box history revealed data from (B)(6) 2013. There were no alarms related to the reported complaint noted in the pump alarm history; only typical usage was observed. A review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Data was found to be overwritten due to continued patient use and the reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 alleging she experienced low blood glucose (bg) that morning after breakfast. The patient stated prior to eating breakfast, her bg was 116 mg/dl. The patient bolused for breakfast consumed at 7:37 am and this was confirmed in the pump history. The patient stated that she administered the amount of insulin suggested by the pump through the ez-carb function based on her intake of food. The patient reported her bg at 9:30 am was 55 mg/dl. The patient reported treated the low bg by consuming cake and soda. When checked 15 minutes later, the patient's bg was reportedly 45 mg/dl. The patient reported treating the low bg by consuming more food to include peanut butter cups. The patient reported feeling tired during this time. The patient stated that she is new to insulin pump therapy. The patient contacted her healthcare provider (hcp) and was instructed to decrease the basal rate to 0.300 units/hour. The patient reported an increase in bg to 74 mg/dl. The patient stated that she was so tired from the low bg that she disconnected from the insulin pump and took a nap. The patient reports, she was off of insulin pump therapy from 3:30 pm to 8:30 pm that day and did not receive any insulin during that 5 hour period of time. However, the pump history revealed a 0.35 unit bolus delivered at 6:45 pm that day. At the time of the call to animas, the patient's bg was reportedly 598 mg/dl. The patient was unable to complete troubleshooting with animas customer technical support (acts) because, she was not feeling well and complained of her legs hurting. The patient was advised to contact her hcp. The patient administered a correction bolus of 11 units of insulin via pen. Acts made several attempts to contact the patient in follow up to review the pump and perform troubleshooting; however, the patient did not respond to the letters sent. This complaint is being reported because, the patient experienced bg excursions while on insulin pump therapy. The issue remained unresolved at the conclusion of the call to animas. Troubleshooting was not performed on the pump. It is unknown if there is a pump malfunction or defect involved. The pump is not scheduled to be returned to animas at the time of this report.